Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in september of 2019 from lot number 06c1985930. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection of the returned device was conducted. During the evaluation, it was observed that one of the device jaws was completely broken in half and completely separated from the device. As a result of this damage, the device is no longer able to function as intended. Based on the condition of the broken component, a significant amount of force would have been required to produce this type of failure. However, the specific cause of the broken jaw could not be determined. It is also suspected that the failure resulted from age-related wear, as the device is more than 6 years old or potential contributing factors may include improper handling or misuse at some point during its lifecycle. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last in definitely and should be replaced at any sign of wear and/or damage. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at tecomet kenosha. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hem-o-lok applicator tip broke off inside patient when attempting to apply a clip. An x-ray was performed to assist in locating the piece of the instrument in the abdomen. Surgery converted to a mini laparotomy to retrieve it. Patient had an increased pain due to change in surgery from laparoscopic to open. Medical intervention: mini laparotomy to retrieve the piece and an x-ray to assist. How was the issue resolved: broken piece retrieved and surgery completed with other equipment." The patient's condition is reported as "fine". Additional information received on december 24, 2025, about the detached part indicated that "from my understanding it's the jaws."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "hem-o-lok applicator tip broke off inside patient when attempting to apply a clip. An x-ray was performed to assist in locating the piece of the instrument in the abdomen. Surgery converted to a mini laparotomy to retrieve it. Patient had an increased pain due to change in surgery from laparoscopic to open. Medical intervention: mini laparotomy to retrieve the piece and an x-ray to assist. How was the issue resolved: broken piece retrieved and surgery completed with other equipment." The patient's condition is reported as "fine". Additional information received on december 24, 2025, about the detached part indicated that "from my understanding it's the jaws.".